Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. When starting the procedure of saphenectomy, the device to cauterize did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: dated received by mfg reported in initial MDR: corrected from "02/05/2019" to "02/06/2019". H-6: evaluation result codes: correct from "no finding available 3221" to "no device problem found 213". Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The vv7 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 5 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline and was observed to ¿boil¿ on the test gauze each time. The device was evaluated for cautery function. The device was able to transect reference vessel five (5) times with no observed difficulty. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "failure to cut" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. When starting the procedure of saphenectomy, the device to cauterize did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.